Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to burn/heat damage, which was observed during physical inspection. Evaluation confirmed overheating on a connector component of the I/o pcb caused by short. The I/o pcb was replaced. Additional information: (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.